Event description:
T was reported via repair work order that the brakes would not lock due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
T was reported via repair work order that the brakes would not lock due to caster malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.